Manufacturer narrative:
A patient experienced pain at the anchor site was reported to abbott. It was determined that the lead was cut during procedure; physician was able to remove all parts of the lead remaining in the patient. The lead was replaced and therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Reporter phone number (B)(6).

Event description:
It was reported that patient experienced pain at anchor site. Surgical intervention may take place to address the issue.